Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The right motor locks up and the chair will drive in a circle and the chair speeds up and slows down.